Event description:
It was reported that when (1) device was used during a low anterior resection, the device neither stapled nor cut the most proximal side of the bowel, approximately 1/2 cm. There was no consequence to the pt.